Manufacturer narrative:
Reported event: the event reported that a 4.0 mm bone pin assembly was difficult to disassemble at the end of procedure due to the bone pin being stuck in the array stabilizer. Device evaluation and results: unable to be performed as the product was not returned. Device history review: review of device history records show that the following number of devices on the given dates were accepted into final stock with no reported discrepancies: (B)(4). Complaint history review: review of complaints within the (B)(6) database for p/n 112680, l/n 19060915 show no other complaints related to the alleged failure in this investigation. Conclusions: the failure was not confirmed as product was not available. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was performed a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). While removing the tibial array and pins, the 4.0 tibial pin stabilizer and one of the 4.0mm x 140mm pins could not be removed. The pin would not spin while using a conmed m power pin driver or manual instrumentation. Unnecessary trauma to tibia - wound stretched and tibia stressed. Surgeon concerned about additional risk of infection and stress fracture from pin site.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performed a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). While removing the tibial array and pins, the 4.0 tibial pin stabilizer and one of the 4.0mm x 140mm pins could not be removed. The pin would not spin while using a conmed m power pin driver or manual instrumentation. Unnecessary trauma to tibia - wound stretched and tibia stressed. Surgeon concerned about additional risk of infection and stress fracture from pin site.